Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and the instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Additional observation(s) not reported by site: the instrument was found to have a loose pitch cable at the proximal end causing the instrument not to move properly as reported by the customer. There was no evidence of discoloration or corrosion/contamination on the clamping pulleys or cables to indicate a reprocessing induced issue. The probable root cause is attributed to a loss of pitch cable tension at the proximal end. A video clip associated with this reported event was submitted for review. The video was consistent with the customer reported event and the failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument's jaws were moving in the opposite direction. The movements of the jaws were also restricted and flimsy. No related error was found in the logs. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: no patient injury was reported. The issue was identified when the instrument was docked on all four arms, though no external defects were observed during pre-use inspection. The instrument has been returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.